Manufacturer narrative:
Qn#(B)(4). The finished goods and sub-assembly dhrs were reviewed. Per the DHR, lot number 9820 of product 51114v vlock med clip 6/cart 14/box was manufactured on (B)(6)2019 . A total of (B)(4) units were manufactured. The lot was released on 12apr2019. DHR investigation did not show issues related to complaint. There is no evidence to suggest a manufacturing related cause. The IFU for this product, 15-lb-00287, was reviewed as a part of this complaint investigation. The IFU states, "mishandling of applier/removers may result in improper load and/or closure of the jaws. Appropriate care, cleaning, lubrication and maintenance are important to ensure proper function. Please examine the applier before each surgery for potential damage. Pay particular attention to the jaws. Damaged or misaligned applier jaws may not allow clips to close acceptable for occlusion of intended structure." Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample returned to evaluate. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed , and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the clip broke. It did not fall inside the patient and the patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip broke. It did not fall inside the patient and the patient's condition was reported as fine.